Event description:
Patient correspondence: daughter contacted depuy on behalf of her father stating his hip implant was infected and later had to be revised. Update rec'd (B)(4) 2015 - on phone call with patient's daughter, she stated she has copies of medical records. Records are being requested. Update rec'd (B)(4) 2015 - medical records were received. Update rec¿d (B)(4) 2015 - the patient's primary operative report was received, that indicates the patient had depuy placed on (B)(6) 2007. Information received, indicates the patient's device had to be replaced. Their hip was infected 10 days after being implanted. At this time it is unknown what was placed after the first revision surgery. The femoral stem and bipolar head are being added to the complaint and reported at this time. The complaint was updated on: (B)(4) 2015. Update rec'd (B)(4) 2015 - follow-up conducted with patient's daughter. Patient's daughter confirmed that the operative note received was the only medical record she had in her possession. Additional follow-up will be conducted with hospital and surgeon to obtain medical records. (B)(4). The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.